Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).conclusion: damage to the active electrode, as might be caused by multiple severe external mechanical impacts, was determined to be the root cause of device failure. Additionally, an incomplete insertion during implantation surgery is noted on the implant registration card (irc) with 1 channel out of cochlea. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance is affected and the bilaterally implanted user can no longer identify ling sounds in the left ear. There was no known incident of accident or trauma.the recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected and the user can no longer identify ling sounds in the left ear. There was no known incident of accident or trauma. Medical assessment is scheduled.